Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed the pulse lead hi-pot and insulation resistance tests. The cause for the test failures was isolated to a defective microcontroller u713 on the dn pca board. Pins 1, 8, 17, 18, 19, 28, 29, 30, 36, 37, 38, 39, 40, 43, 49, 50, 51, 52, 53, 55, 56, 56, 57, 58, 60, and 64 on u713 were out of tolerance. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this electrode belt did not report any deficiencies.